Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. The 694765 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath. A transmission observed the left ventricular (lv) lead with capture threshold measurements that increased above range to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.